Event description:
It was reported that upon interrogation the right ventricular (rv) lead had a high number of sic (short interval counts) noted. It was also noted that past interrogations have also shown high sic counts. Programming for the lead was made. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6)2007. (B)(4).